Manufacturer narrative:
Due to the manufacturing related issue, affected product recalled under z-1017-2013.

Event description:
Archer guidewires were used as accessory products in a patient during the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. The patient was frail and not a surgical candidate. It was reported that the physician noticed some green flakes during the procedure as he inserted the second archer guidewire. Upon closer inspection it was noted that some of the green teflon coating had been shaved off the wires. Both wires were removed from the patient. The sheath was aspirated, yielding a small amount of the green material. The physician continued to aspirate the sheath until all green flakes appeared to have been removed. Another manufacturer's wire was used to complete the case. The stent grafts were successfully deployed. No clinical sequelae were reported and the patient is fine. The device was returned and the analysis is pending.

Event description:
The wire was received and its evaluation has been completed. The wire was loose in the bag, several large areas of missing or partial coating were noticed. These segments of missing/partial coating were noticed from 1.5 cm from the proximal weld down to 1 cm from the start of the coating at the proximal end of the wire. In total, there were approximately 15 sections that had large areas of coating missing from the wire. In the sections were the coating was completely removed, the core seemed to be intact. Close up images of the wire showed that the coating was flaking off in large segments. The coating also appeared to be warping/puckering in some sections the od of the wire was measured to be .0335' at the proximal weld. The wire failed a tape test since coating was transferred from the wire to the tape.

Manufacturer narrative:
(B)(4). Results and conclusion: (cause of event is unknown).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.